Event description:
It was reported that the 4.0 x 60 mm armada dilatation catheter was advanced into the patient anatomy to treat a target lesion in the popliteal artery. An attempt was made to inflate the balloon; however, the device would not hold pressure and fluid was noted to be leaking from the luer lock. The device was removed from the anatomy without difficulty and a second same device was then used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leaks was noted by the manufacturer. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.